Event description:
The advocate stated his father's doctor ran a control test on the customer's breeze2 meter and received readings of 553 and 538mg/dl. The high control range was 232-302mg/dl. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.

Manufacturer narrative:
Initial reporter information was not provided.